Event description:
It was reported that the patient had worsening seizures in 2000, but from then to the device being turned off, he had gradual improvements. He had improvement in quality of life with his memory and alertness. In (B) (6) 2006, the patient was diagnosed with celiac disease and started a gluten free diet. It is not clear at this time if the patient's initial decline in 2008 was related to the patient's celiac disease making his seizures worse. In (B) (4) 2007, the device was nearing eos and they requested it to be turned off to see if there were any improvements or a decline. The patient was stable until 2008, and then his seizures started to worsen. Due to the patient's coughing during stimulation, the patient was unable to achieve higher settings. The family indicated that they were pleased with the quality of life improvements with vns and had requested replacement of device. The patient's generator was replaced and diagnostics performed in the or were within normal limits. The explanted device has not been returned to the manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date. It is unclear if the patient had an increase in seizures greater than his pre-vns levels. It is unknown at this time what the relationship of the vns was to that of his increased seizures.